Manufacturer narrative:
Batch review performed on 26 july 2022: lot 2115846: (B)(4) items manufactured and released on 22-feb-2022. Expiration date: 2027-02-14. No anomalies found related to the problem. To date, 171 items of the same lot have been sold without any similar reported event during the period of review. Additional implanted component: batch review performed on 26 july 2022 on liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2118350. Lot 2118350: 154 items manufactured and released on 10-mar-2022. Expiration date: 2027-01-13. No anomalies found related to the problem. To date, 114 items of the same lot have been sold with other 2 similar reported events during the period of review

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.